Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks as inappropriate therapy due to a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored episodes as well as therapy delivery for the device programmed settings. This device remains in service. No additional adverse patient effects were reported.